Manufacturer narrative:
This report is for one, unknown helical blade. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a fractured hip and was implanted with a trochanteric fixation nail (tfn) on an unknown date. Post-operatively, x-rays were taken and revealed the collapse of the femoral head with helical blade nearly cutting out superiorly. Revision surgery was performed on (B)(6) 2017, where the helical blade was extracted without incident. Remaining tfn implants are still retained inside femur. There was no surgical delay and procedure was completed successfully. Patient status was reported as fine. Upon fluoroscopy, previous fracture was determined to be healed. The surgeon stated that patient may get a total hip in the future but is very ill due to chronic health conditions and may not survive to have the revision surgery. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1) unknown screw (part# unknown, lot# unknown, quantity 1) this report is for one, unknown helical blade. This report is 1 of 1 for (B)(4).